Manufacturer narrative:
Internal complaint reference (B)(4). De paula leite cury r, simabukuro am, de marques oliveira v, escudeiro d, jorge pb, severino fr, guglielmetti lgb. Anteromedial positioning of the femoral tunnel in anterior cruciate ligament reconstruction is the best option to avoid revision: a single surgeon registry. J exp orthop. 2020 mar 7;7(1):11. Doi: 10.1186/s40634-020-00225-x. Erratum in: j exp orthop. 2020 may 16;7(1):33. Pmid: 32146549; pmcid: pmc7060973.

Event description:
It was reported that on literature review ¿anteromedial positioning of the femoral tunnel in anterior cruciate ligament reconstruction is the best option to avoid revision: a single surgeon registry¿, after the procedure, using the endobutton, 25 patients had a revision surgery. No further information is available.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, risk management review, and an instructions for use/device labeling review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The purpose of the provided article was to compare the risk of revision of single-bundle hamstring anterior cruciate ligament (acl) reconstruction between the anteromedial, transtibial and outside-in techniques. It was documented that (B)(4) patients had a revision surgery. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event no containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.